Event description:
Damage to the pump housing and usb was reported, which was determined to be cosmetic and did not affect the pump's functionality. There was no adverse impact to the customer's blood glucose level. Initially, the customer, who was traveling, was mistakenly advised to contact an international distributor instead of receiving assistance. Once it was confirmed that the customer was a u.s. Resident, plans were made to replace the pump upon their return. The customer, understanding the instructions, was informed about replacement procedures and how to return the problematic pump to avoid charges. Tandem technical support sent a replacement pump, set for delivery as requested. Customer will continue to use current pump.